Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker also observed that the device logged an event code that is associated with a monophasic shock delivery. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted transistor, designator q8.

Event description:
The customer contacted stryker to report that their device is failing to deliver energy charges. As a result, defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.